Event description:
Pt is a (B)(6) female who underwent a right toral knee arthroplasty on (B)(6)2015. There were no complications noted from the surgery and the pt tolerated the procedure well. The pt was discharged home from the hospital on (B)(6) 2015. X-rays of the pt's right knee post-surgery were taken on (B)(6) 2015. Interpretation of the images did not mention a foreign object. The first note of the foreign object was made by the surgeon on (B)(6) 2015 where he writes "xray finding of small metallic object in the posterior aspect of the knee. Likely a dislodged piece from the trialing instrumentation of the total knee arthroplasty". The pt was notified of the foreign object and was offered the option of surgical removal. It was also further explained that the fragment is highly unlikely to affect the clinical outcome of the total knee arthroplasty and that it is very unlikely to migrate outside the knee joint. According to the surgeon, the risks associated with attempted fragment removal outweighs the potential benefits and that there is no guarantee that attempted removal will be successful. Pt has not had any complaints with adl's, is walking without assistive devices, and is doing well without evidence of instability or dvt. On x-ray, the retained foreign body looks similar to a circular coil. According to the surgeon, the foreign body is likely from the trialing instrument used during the surgery which is a loaner from depuy corp. The instrument has 2 circular coils (one on each side) of the balseal. The depuy rep informed us that he was able to locate the exact trial component used during the surgery and through inspection discovered that one of the circular coils in the balseal was indeed missing. It is likely that the missing circular coil is the foreign body detected on x-ray by the surgeon on (B)(6) 2015. Incidentally, 2 more trial instruments (same type) were found by the rep that he felt looked to be of concern. Risk was not able to sequester or take pictures of the instruments because all 3 were retrieved by the rep and sent to depuy corporate office along with a "device experienced report" on monday morning ((B)(6) 2015) prior to risk being notified of this event. Dates of use: (B)(6) 2015. Diagnosis or reason for use: knee replacement total.